Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved with this event is paradigm real-time veo insulin infusion pump, which is not marketed in the u.s. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the u.s.

Event description:
It was reported that the customer had a motor error alarm during prime on the insulin pump. The customer's blood glucose level was 188 mg/dl. The customer was able to clear alarm, rewind and complete prime process. The troubleshooting was performed. The customer was advised that the insulin pump need to be replaced. The patient was also advised to discontinue to insulin pump and revert to back up plan per health care provider instruction.